Event description:
It was reported that the patient experienced unwanted pectoral muscle stimulation caused by the right ventricular (rv) lead. The lead had dislodged, contained a possible fracture, and the patient experienced exit block. Additionally it was noted that the patient fell, which resulted in subarachnoidal bleeding and brain damage. The lead remains in the patient out of service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.